Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) upper screen turns white when turned on. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1 event site telephone - b)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, d9, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation conclusions). Corrected fields: h6 (investigation findings). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse had spoken with global tech support and advised replacing top screen and seals to see if this rectifies fault. Parts required for display, 12.1¿ lcd, display seal, display seal and display seal. The fse visited the site and the top screen has been fixed by replacing the lcd display. Completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse had spoken with global tech support and advised replacing top screen and seals to see if this rectifies fault. Parts required and quote for display, 12.1¿ lcd, display seal, display seal and display seal. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
N/a.